Event description:
(B)(4). I have a nickel allergy which I told my dr about before the procedure, I have been having sever pelvic and back pain, sever pain during sex like my insides are being ripped out, 2 to 3 week periods they are really heavy during this time I am unable to get out of bed without crawling from being so weak and head throbs like I can hear my heart beat pound in my head, if I stand for any length of time my feet start turning purple, I also have no sex drive, I have had anxiety attacks out of no where, tingling sensation in my arms and legs like they are asleep and won't go away, migraines daily that last all day, weight gain even if I try to do exercises through the pain, staying cold all the time, I have shakes when I'm not cold or nervous, also have allergic reactions to things I wasn't allergic to before and bad swelling if I touch nickel, none of this started until I had essure done, only thing I ever reacted to was nickel and only a itchy feeling if I wear it all day now not even five minutes and I'm swollen